Event description:
It was reported that during a shoulder procedure using an ambient super turbovac 90 ifs wand with a quantum 2 controller, the pt sustained a minor burn on the skin near the surgical site. The surgeon alleged that the wand self activated just before insertion into the surgical site, causing the skin to lightly blister. Per the surgeon, the burn was minor and did not require any special treatment. There were no significant delays nor any further pt complications reported as a result of this event.